Event description:
It was reported that the infusion device is making loud noises at the piston rod during bolus and basal deliveries. The pt is concerned that the infusion device is not delivering enough insulin. Her blood glucose was elevated as high as 296 mg/dl. The pt's normal blood glucose range is 100-150 mg/dl. The pt tried to adjust the elevated blood glucose levels by increasing the basal rate on the infusion device with no success. The pt switched to an older infusion device she had available and her blood glucose levels returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.